Manufacturer narrative:
Race - requested, not provided. Expiration date - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that a segment of the radifocus jacket came off the wire. Additional information was received on april 29, 2019. The procedure performed was an abdominal aortogram with runoff. The "working end" of the wire is what came off. The segment did not come off in the patient. The patient was reported to be in stable condition following the procedure, there was no effect on the patient. The tip of the wire was intact. The procedure outcome was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date to provide the completed investigation results. The actual sample was received for evaluation. Visual inspection revealed that the urethane outer layer on the segment approximately 1175mm-1213mm from the distal end had been peeled off the core wire over the entire circumference, where the core wire was noted to have been exposed. A competitor's involved device had been stuck to the actual sample on approximately 1235mm-1270mm from the distal end. Magnifying inspection of the damaged segments found that the proximal end of the urethane outer layer remaining on the distal part of the core wire had been elongated, and the distal end of the urethane outer layer remaining on the proximal part of the core wire had a smooth surface. The core wire was found to have abrasions on the surface. Magnifying inspection of the segments adjacent to the proximal and distal end of the competitor's involved device revealed that the fractured edge of the peeled urethane outer layer had protruded from the proximal end of the competitor's involved device. X-ray fluoroscopic inspection revealed that the urethane outer layer peeled off the core wire had been rolled back over the wire in the proximal direction and located underneath the competitor's involved device. The outside diameter of the shaft was measured on the undamaged segment and confirmed to be 0.88mm, which met specifications. The inside diameter of the competitor's involved device was measured to be 0.97mm, which was confirmed to be larger than the outside diameter of the actual sample. Reproductive testing was performed on a current product sample of the involved product code. It was inserted in the competitor's involved device, and was subjected to advancing/withdrawal manipulation. As a result, the urethane outer layer was not peeled off. A metal torque device was attached and tightened to a current product sample of the involved product code. In this state the test sample was pulled in the proximal direction through the torque device. As the result, the urethane outer layer, after having been ripped and peeled from the core wire, was rolled back over the wire in the proximal direction. The state of damage on the test sample was confirmed to be similar to that on the actual sample. IFU states: do not use a meal torque device with the glidewire. Use of a metal torque device may result in damage to the glidewire. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the actual sample in the state of being trapped in a rigid object (e.g. Metal torque device) was exposed to advancing and withdrawal manipulation. As a result, the urethane outer layer was peeled off the core wire and rolled back in the proximal direction. Subsequently, when the actual sample was inserted in the competitor's involved device, it became stuck in the device due to the rolled back part of the urethane outer layer. However, the exact cause of the reported event cannot be definitively determined based on the available information.